Event description:
It was reported that the minicap had a protruding sponge. This was found before patient use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report 63 of 120.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufacture date: 07/14/2014 - 07/18/2014. The sample was not returned; however, a companion sample was provided for evaluation to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.